Event description:
It was reported that the blood which was collected in the device coagulated when the pole filter was collected to the blood bag. The product was collecting blood for 3 hours before the customer noticed the blood had coagulated. Approx 600 cc of blood was discarded. The pt did not require any bagged or pre-donated blood.

Manufacturer narrative:
The device will not be returned to the MFR for eval.